Event description:
Device malfunction: unknown device failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, thrombosis, surgery. Time of symptoms/ae: after the interventional procedure. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the device was deployed successfully, but hemostasis was not achieved. Hemostasis was achieved using manual compression and protamine. Two hours after the procedure, the patient developed a subacute left groin thrombosis. A cut down procedure was performed to treat the thrombosis. The patient was released from the hospital five days post-procedure. There was not other adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified, therefore, a device history record review could not be performed.